Event description:
Heartware left ventricular assist device (lvad) patient presents with driveline infection growing proteus and pseudomonas. Surgical incision and drainage was performed, and patient was discharged home with vacuum dressing and IV antibiotics (6-week course).